Event description:
Aspen surgical recieved a report from the end user indicating that two needles broke during shoulder procedures. The needle portions were located via x-ray, but the hospital decided to leave the pieces in the patient instead of removing them. No serious injury or death was reported. This is entered in our complaint system as (B)(4).

Manufacturer narrative:
Aspen surgical recieved a report from the end user indicating that two needles broke during shoulder procedures. The needle portions were located via x-ray, but the hospital decided to leave the pieces in the patient instead of removing them. The actual device was not returned for evaluation. No pictures of the broken device were provided. The manufacturing lot number was provided for review. Note that this report is a late submission. There was a human error which resulted in this complaint not being logged into our complaint system, and by the time it was discovered we were already outside the 30 day reporting window. Our process has already been changed, even before this was noticed, and that will help prevent a similar occurrence from happening in the future. In addition, we will investigate further ways to prevent delays like this. If any additional relevant information is identified in the future, the additional relevant information will be submitted in a supplemental report.